Manufacturer narrative:
Based on the information available, this event does not appear to meet the definition of an MDR reportable event for the following reasons: it is not associated with a device that caused death or serious injury. While the event did lead to removal of the device through surgical intervention, explantation was an elective decision made by the patient. It is not associated with a device that has malfunctioned. We are nonetheless reporting this event as it did involve the explant of the argus ii. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016. This patient reported experiencing discomfort and photopsia in the implanted eye for the past few months. The patient was prescribed pain management medication, eye drops for inflammation, topical steroids, hydration ointments, and was advised psychotherapy; however, the patient did not fully comply with the surgeon's recommendations. The patient continued to experience discomfort and photopsia. Patient elected to have the device removed as she felt that she was not receiving any benefit from the system. The argus ii device was explanted on (B)(6) 2017, without any complication. There was no defect or malfunction of the device associated with this event.